Event description:
Caller states after pricking his finger, the softclix lancet broke off into his finger. Caller states, since the incident his skin has grown over the piece of lancet. Caller did not seek medical treatment. Requested return of suspect device and replacement was sent.